Event description:
The customer reported that their pt was ventilated by an evita 2d with 100% o2. After reducing o02 to 30%, under clinical aspects the pt's saturation should decrease as well. However, the sc7000 pt monitor continuously displayed an spo2 saturation of 100%. A blood gas analysis displayed a value of 75%. Another spo2 saturation measurement device (oxypac) confirmed this value. The customer exchanged step by step the different associated cable accessories to the sc7000 and realized that the multimed cable (used in connecting the spo2 sensor to the monitor) was the reason for the problem. Customer stated, that ECG, pulsation wave and concentration (100%) were displayed continuously. No pt injury was reported.